Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number: (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse. The pump was set to infuse 100ml of potassium, however, after 30 mins, the bag was still full. The pump indicated 30 ml volume to be infused (vtbi). The issue was further described as "no drops were dropping in the chamber". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6, h11. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.